Event description:
During baxter's functional testing of a spectrum pump, the device failed to detect an upstream occlusion. There was no patient involvement.

Manufacturer narrative:
The device was returned to baxter and an evaluation was performed. Engineering could not reproduce the undetected upstream occlusion. The pump detected all upstream occlusions during additional testing. The upstream sensor had cracks in it and is a known contributor to undetected upstream occlusions. The upstream sensor was replaced.